Manufacturer narrative:
PMA/510(k) number: p060040; p160054. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced a no external power event while supported by the mobile power unit (mpu). Log file analysis could not confirm the no external power events. Additional information was requested but not provided.

Manufacturer narrative:
Section d4: additional information.

Manufacturer narrative:
Section h4: additional information manufacturer's analysis conclusion: the reported event of a no external power event due to the power cord being unplugged from the wall was not able to be determined. Log files (event and periodic) provided by the customer were reviewed. The event log file contained events recorded from (B)(6) to (B)(6) 2019 where pi events were recorded. The log file did not contain any no external power events. The periodic log file recorded events from (B)(6) to (B)(6) 2019. There were no alarms/events captured in the log file. The device was not returned for evaluation and remained in use. No further information was provided. The manufacturer is closing the file on this event.